Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative replaced a board, a cable and the extension board module. The affected parts have been investigated at the manufacturer site where the reported issue could be reproduced. The problem was caused by one defective switch. Dried fluid and oxidation were detected during the visual inspection.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the system panel on a s5 system failed during procedure. A loan unit was installed by the customer and a backplane board was ordered. There was no report of patient injury.